Event description:
Pt reported that the concentrator that was delivered the day before was not working and smelled like burning plastic. When the concentrator was inspected, the tech found a loose wire that had burnt the pc board. The unit is currently in the repair area for repair.